Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the procedure, and it was completed in the next-door cath lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not perform cine run. Analysis of the log file confirmed that there was a malfunction in the frontal ip-pc. During troubleshooting, the fse found a faulty ip-pc (image processing-pc). The fse replaced the ip-pc (image processing - pc) and reloaded the software. After replacement of the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not perform cine run. The device was in clinical use. No patient and user harm reported. Philips has started an investigation of the complaint.